Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump developed a crack on the upper left diagonal of the screen, after which the pump became nonfunctional and could not be unlocked; a replacement pump was arranged and the user reverted to back-up therapy, while continuing cgm use with dexcom g7. Symptoms included hyperglycemia with a blood glucose of 314 mg/dl. Outcomes included temporary interruption of insulin delivery and the need for device replacement. Investigation included review of the event details and logistics for device return. Investigation of this case revealed a damaged display assembly consistent with a cracked screen leading to loss of device usability. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to manufacturing or design.